Manufacturer narrative:
(B)(4). (B)(6). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported that the female connector of the minicap transfer set fell out of the set after disconnection from the solution bag. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.

Manufacturer narrative:
(B)(4). Upon further investigation, the reported problem was identified as a connection issue caused by a manufacturing issue. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The transfer set was returned and analyzed. Visual inspection identified a chip across the dark blue connector and the light blue main body of the transfer set. Leak, clear passage, and clamp functional testing were all completed with no issues noted. The problem was confirmed during sample analysis as damage was identified. Upon completion of the evaluation or upon receipt of additional information, a supplemental report will be submitted.